Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified light scratches and impact marks on the base plate. Inspection also found that one of the hooks has become disassembled from the axle pin, with no axle pin received. Inspection of the axle pin location found no damages. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Age or date of birth : 1953.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: germany customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when inserting the femoral implant, the bolt on the impactor broke. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.